Manufacturer narrative:
Additional information: this device is not manufactured or marketed in the u.s. Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found the haptic bent. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -14.5/+4.5/70 diopter, in the patient's left eye (os) on (B)(6) 2008. The surgeon noticed lens rotation not associated to a low vault and decided to reposition the lens. The lens was exchanged on (B)(6) 2016 for another lens of a different model/diopter and the problem was resolved. On patient's last visit on (B)(6) 2016, the surgeon noted that the patient is doing fine with pretty good vault.